Event description:
The iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab and pulled the catheter out by force.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. The penetration has the characteristics typically produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subject to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.